Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the balloon indicator of a 6f/7f mynx control vascular closure device (vcd) did not work and button 1 was not pressed. After that, the manual compression was carried out to stop the bleeding. There was no reported patient injury. The device was intended for use after a transfemoral cerebral angioplasty (tfca) treatment. Additional information was requested but not provided. One non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was found open, and a cordis mynx syringe was detached from the unit. The sealant was present in its manufactured position and fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned inserted in the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. Additionally, the syringe was observed to be broken at its distal end, and the stopcock showed excessive solidified substrate blocking the inflation lumen entrance. No additional anomalies were observed during this analysis. An attempt to perform a pressure gauge test was made; however, it could not be completed due to excessive substrate blocking the inflation lumen entrance, which prevented connection of a syringe to inflate and deflate the balloon. Additionally, an attempt to perform an inflation/deflation test was made; however, it could not be completed due to damage of the stopcock. Additionally, a simulated deployment test was performed to assess functionality. The unit functioned as intended, with successful sealant deployment and balloon retraction. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it was able to be fully depressed during functional analysis with no anomalies noted. However, the reported event of ¿pressure gauge-inflation indicator extension difficulty¿ could not observed through analysis of the returned device as the stopcock was damaged with excessive solidified saline substrate, which prevented inflation of the balloon during functional analysis. The exact cause of the issues experienced by the customer could not be conclusively determined during product evaluation. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since it was able to be fully depressed with no anomalies. However, handling factors (such as incorrect alignment of the tension indicator prior to attempting depression) are possible. Additionally, it is not possible to determine what factors may have contributed to the balloon indicator issue reported, especially since the pressure gauge could not be tested due to the dried saline substrate within the stopcock, which would not have been experienced by the user. However, the syringe that was returned with the device was noted to broken on the distal end. It is possible that the damage to the syringe could have resulted in difficulties inflating the balloon and visualizing the inflation indicator if the damage was not noted. However, as this damage was not reported, it is unknown whether this condition was present during use in the procedure or due to handling after the procedure. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿step 1: position balloon: insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Orient the device such that the tension indicator window on the handle assembly is facing upwards. Inflate the balloon until the black marker is fully visible on the inflation indicator and close stopcock.¿ the IFU also instructs, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggests that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon indicator of a 6/7f mynx control vascular closure device (vcd) did not work and button 1 was not pressed. After that, the manual compression was carried out to stop the bleeding. There was no reported patient injury. The device was intended for use after a transfemoral cerebral angioplasty (tfca) treatment. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.